Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed/reproduced but likely due to the fluid ingress. The inspection of the device showed wear at the distal end adhesive and switch button 1. The suction connector showed fluid damage. The plug body was disassembled and fluid ingression was found throughout. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis lucera elite colonovideoscope was being prepared prior to use with patient. The customer reported the device relayed an error code e315, this indicates an error with the scope. There were no adverse effects to patient and the procedure was completed with a similar device. No further procedural information is available.